Event description:
It was reported that the customer had high blood glucose levels of 236 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported reinstalling the battery on the insulin pump to no avail. The customer also reported a battery out limit alarm from the insulin pump. The customer further reported wearing the insulin pump inside the bra and might have been exposed to sweat. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.